Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit high out of range pacing impedances on the right ventricular (rv) lead. Technical services (ts) analyzed device data and confirmed that the right ventricular (rv) lead impedance increased to greater than 2000 ohms. It was noted that the right ventricular (rv) lead is a competitor product. Technical services (ts) discussed possible causes and recommended further evaluation in the clinic with isometrics and pocket manipulation. Subsequently, during a later clinic visit, the crt-d system was evaluated, and the clinician believes cause to be spring contact issues between the device and right ventricular (rv) lead. At this time, the clinician will continue to monitor the patient. The crt-d and right ventricular (rv) lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).